Manufacturer narrative:
The customer meter barcode functionality was tested using sample barcodes. 1d and 2d barcodes of various symbologies were scanned using the customer meter multiple times each. All barcodes were scanned correctly. No issue was found with the barcode scanning function of the meter. The device was disassembled for further investigations. The visual inspection of the electronic parts showed no abnormalities, and no contamination was found. The alleged malfunction was not reproducible with the customer meter. The product performed according to the specifications. As no problem was found with the meter, the cause can be narrowed down to the customer's barcode or other factors not caused by the customer's instrument. Since the customer was unable to provide any samples of their barcodes to test for barcode quality, further investigation cannot be completed. The investigation determined that no product issue was found.

Event description:
There was an allegation of a patient ID that was scanned by the accu-chek inform ii meter + rf as a different patient ID. The patient ID scanned was (B)(6) and the patient ID displayed in the cobas infinity as (B)(6) and was flagged as not matching. The same issue occurred on (B)(6)2025 with the same patient ID on the same meter but with a different operator. The incorrect ID was a legitimate patient ID in their system, however, that patient was not hospitalized at the time of the event. There was no harm to any patient related to the event.

Manufacturer narrative:
The investigation is ongoing.